Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 21:11:27. During night drain cycle six, the patient's ultrafiltration reading was 1563ml, indicating the home patient (hp) drained 1383ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4).. The device was evaluated and the reported issue was confirmed through the review of the event logs of the device. This is an ancillary service event. The cause was determined to be use error, tidal total uf (ultrafiltration) removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.